Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the reamer head f/ria 2 ø13.5 was broken from the prongs. The fragments of the piece were not received in the evidence and no other issues were identified. Embedded device condition cannot be confirmed as x-ray evidence or photos were not provided. A dimensional inspection for the reamer head f/ria 2 ø13.5 was unable to performed due to post manufacturing damage. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA-010231. On (B)(6), 2020 the escalations team was notified that the occurrence rate for ria ii reamer head breakage exceeds the expected occurrence rate and risk level in the second generation ria design and clinical risk management (dcrm) document number (B)(4) version a.42. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA-010231 was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation (pie (B)(4)) was initiated to define any further action related to the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities drawing/specifications reviewed: no issues. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) emirates as follows: it was reported that on (B)(6) 2022, the reamer head for ria ii was broke & detached from drive shaft inside the patient's femoral canal while reaming. Procedure was completed successfully without any surgical delay. This report is for one (1) reamer head f/ria 2 ø13.5. This is report 1 of 1 for complaint (B)(4)..

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This complaint is confirmed as a photo inspection confirm the broken prongs. However with the given information is not possible to confirm the embedded device issue. As the device was not returned, and as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. Due to the trend with the broken ria 2 reamer heads identified during post market surveillance, the CAPA was raised to determine the root cause of broken head breakages. The cause of this issue was identified as deviation from the recommended surgical approach of 10 degrees. Additionally, the product issue escalation was initiated to define any further action related to the breakage. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part # 03.404.023s. Lot # 26p2287. Manufacturing site: selzach. Release to warehouse date: 26 dec2019. Supplier: synthes USA hq, inc. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.